Manufacturer narrative:
(B)(4). Follow up 01 sent to FDA on 03/24/2015.

Manufacturer narrative:
Initial report sent to FDA on 012/5/2014.

Event description:
The doctor was performing an epigastric ventral hernia repair to a (B)(6) year old patient. After sewing the patient, the suture broke causing the hernia to break again and the patient had cardiac arrest. He recovered from the heart failure and was operated on again. The patient is recovering with a good evolution.